Event description:
It was reported that a patient underwent revision procedure for an abdominal wound dehiscence on (B)(6) 2012 and suture was used. The patient experienced another wound dehiscence which required surgery on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4): wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The international affiliate reports the following devices: pds ll plus antibacterial suture; pds ii (polydioxanone) suture; coated vicryl (polyglactin 910) suture.